Manufacturer narrative:
Medwatch submitted to the FDA on 08/12/2015. Device labeling: in addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.

Event description:
Patient reported a new neurological diagnosis specified as "partial seizures epilepsy" for the child. Upon follow-up with diagnosing physician, the doctor confirmed partial seizures-epilepsy with "events since about (B)(6) of age but uncertain significant until about (B)(6) of age" and stated casuality was uncertain. There is no indication of treatment having occurred, the device remains implanted. This medwatch is for the left side. See MFR report# 9617229-2015-00243 for the right side.